Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. The device was not available for return.

Event description:
It was reported to nevro that the most distal electrode on the lead broke off in the patient during the implant procedure. The patient did not sustain any injuries. The electrode was left in the subcutaneous tissue and the physician did not note any concerns or plans to remove the electrode. The procedure completed without further complications and the patient is currently using their device to find effective pain relief.